Event description:
It was reported that the radiofrequency programmer head no longer interrogated devices. The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device would not interrogate and failed uplink testing due to the cable being out of electrical specification. As a result the cable was replaced. (B)(4).